Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken cable was observed on the small grasping retractor instrument. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: the materials coordinator indicated that the case was converted to an open traditional surgery due to adhesions and due to the doctor not being able feel or see where they were located. It was confirmed that the patient was doing well.